Event description:
Customer reported receiving a reading of 10.7 mmol/l on their adc blood glucose meter, which was higher than a lab reading of 5.4 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference is significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading was found in the meter's memory.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
(B)(6). The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.